Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. Technical support engineer (tse) advised customer to reseat the sterile adapter and instrument to resolve the issue. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause is attributed to improper customer setup. Based on tse notes, the system issue was due to an improperly seated sterile adapter or instrument.

Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure, the surgeon experienced non-intuitive motion with the right hand control on master tool manipulator (mtm). The customer received phone assistance from intuitive surgical, inc. (Isi) technical support engineer (tse). The tse could not find any related errors in the logs. The tse advised the customer to reseat the instrument and sterile adapter (sa) to resolve the issue. The customer planned to follow the tse¿s advice later. The procedure was completed as planned with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred while the instrument was inside the patient while the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer. The movement was unsmooth. There was no troubleshooting performed and no injury to the patient.